Event description:
Premature battery depletion was reported, compared to the longevity calculation on the programmer. The device was explanted. In addition, during the procedure, when the header was placed over the device, it appeared to inhibit the vvi pacing at irregular intervals.

Event description:
Premature battery depletion was reported, compared to the longevity calculation on the programmer. The device was explanted. In addition, during the procedure, when the header was placed over the device, it appeared to inhibit the vvi pacing at irregular intervals.